Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown cslp with unknown quantity, unknown part and unknown lot number. (B)(4). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article: song, k.j. Md, choi, b.w. Md, kim, j.y. Md, jeon, t.s., md, and change. H. Md (2012). Efficacy of postoperative radiograph for evaluating the prevertebral soft tissue swelling after anterior cervical discectomy and fusion. Clinics in orthopedic surgery, vol 4, pp77-82. Korea article. This was retrospective review of patients who had surgery performed between april 2004 and june 2007. The study population included: 135 patients (78 males, 57 females), mean age 54.8 years (range 30-86 yrs), mean follow up 38.7 months (range 25-84 months). Surgery included: single segment fusion (n=48), two segment fusion (n=67), three segment fusion (n=20) and fusion below c5 (n=86), and cases above c5 (n=49). Study used non-synthes cages along with another non-synthes plate system or the synthes cervical spine locking plate (cslp) system. Complications: the authors did not specify which patients had synthes and/or non-synthes devices implanted in relation to the complications: group a swelling <7.3mm (n=71): dysphagia (n=3); dyspnea (n=4). Group b swelling >7.3mm (n=64): dysphagia (n=13); dyspnea (n=12). Symptomatic dyspnea with oxygen administration (or elevating the head of the bed). The authors also stated 13% of the 135 patients had dyspnea that required treatment. It is unknown if these are the same patients who had oxygen administered. Dysphagia and dysphonia persisted for at least 3 months after surgery in 12% and 4% of patients. This is report 1 # of 1# for (B)(4). This report is for an unknown quantity of cervical spine locking plate (cslp) system with an unknown part and lot number. This report is for 1 device(s).

Manufacturer narrative:
(B)(6). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.